Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(6) that a blood leaked in the tubing was observed during patient use. There was patient involvement but no patient injury or medical intervention was reported.